Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator shut down unexpectedly. The device was in clinical use when the issue occurred; the device was removed without incident. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator shut down unexpectedly. The device was running on battery, while plugged into an ac (alternating current) outlet. The device was then evaluated by a biomedical technician. It was reported that the device was plugged into ac power, and it was observed that no leds (light emitting diode) were illuminating on the front panel, and the device does not power on. The technician reported that the ac cord was fully seated at the back of the device, and that 120 vac was present at the ac line filter. There was no power present for the power management board, at j1; there was no smoke, spark, or burnt components observed. The rse advised the technician to replace the power supply to resolve the issue. The part number was provided.

Manufacturer narrative:
Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.